Manufacturer narrative:
This supplemental MDR is being submitted to revise the event description for section b5 on the initial report and to reflect the addition of extravasation (1842) event code with dissection (3160) for section h6.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after the enroute sheath was inserted, an angiogram was performed, and extravasation was observed. An unplanned additional stent was placed to cover the dissection. The procedure was completed, and the patient was neurologically intact.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was observed due to the enroute arterial sheath. An unplanned additional stent was placed to address the dissection. The procedure was completed, and the patient was neurologically intact.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.